Manufacturer narrative:
Concomitant medical products: 419378 lead; 694758 lead, implanted (B)(6)2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted with far field r-wave (ffrw) oversensing in the atrial refractory and blanking periods. The lead remains in use. No patient complications have been reported as a result of this event.